Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was of eight (8) unused tubes showing batch verification. Since the tubes were unused, the photo did not show clotting. Retention samples were evaluated with acceptable results. Fifty (50) retention samples were evaluated for visual presence of additive with acceptable results. Fourteen (14) samples representing each solution dispense position present in the retention samples were evaluated for quantity of additive. The titration results of the retention samples were found within acceptable limits of 0.75- 1.25 mg of k2edta. The next generation microtainer brand tube (ngmbt) is assembled in the arthur g. Russell ngmbt automatic assembly line (sap equipment number: (B)(4) at the juncos, pr site. Fifteen (15) tubes are loaded onto racks that travel through each station in the machine. The lot number and expiration date are printed on the tubes, then the tubes inside walls are spray coated with a 20% k2edta solution. The tubes then pass through a drying station where the solution is dried. Silicone lubricant is applied to the tube collector outside surface and then the cap is placed on the tube. The capped tubes are then transferred to the bagging equipment. The lot number, expiration date and secondary barcode are printed onto the polybag. Each tube is individually counted via a thru-beam sensor when it passes the slotted wheel. Tubes are accumulated until they reach 50, then a flap opens to transfer tubes into the polybag. After filling the polybag is heat sealed. Polybags are then manually packed into case cartons. This automatic line has vision systems to 100% inspect for correct and legible tube lot/expiration date printing, solution spray presence, cap presence, cap seating, and polybag correct and legible lot / expiration date printing. Per device history record (DHR) review there were no issues reported during the assembly run that could contribute to the reported condition and there were no quality notifications generated for this lot. Machine parameters were set as required and all additive related in-process testing (weight check, visual inspections and lead test) were found to be within specification limits. Fifteen (15) tubes were inspected on an hourly frequency. Additive dispense inspections (weight checks and visuals) were performed with acceptable results. There is also a 100% vision system inspection for solution spray presence.

Event description:
It was reported during use the bd microtainer® tubes with k2e (k2edta) experienced clotting / micro-clots/fibrin clots (tubes that are not supposed to clot - edta, lithium heparin pst all types or sodium fluoride/edta types only). This event occurred 3 times. The following information was provided by the initial reporter: the ICU had 3 lab draws at the same time. They all clotted with microtainer lot # 9289766 after this occurred, they changed to a different lot number of microtainers and the repeat labs did not clot.